Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +22.50d) was implanted on (B)(6) 2024. After 2 light treatments in the right eye, a photorefractive keratectomy (prk) enhancement was performed on the right eye to attempt to normalize the corneal surface. Post prk enhancement, the patient continued to report blurry distance vision and glare at night so the decision was made to explant the lal+ on (B)(6) 2025.